Manufacturer narrative:
Device not available.

Event description:
It was reported that the customer had an ambulance involved in an ambulance accident. There was a patient on the cot at the time of the accident. The patient and paramedic reportedly passed away. No further information has been provided.